Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received over twenty shocks for supraventricular tachycardia while on cocaine. Programming options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available, this event will be updated.